Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter passer broke during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the part that was breaking was the part where the catheter is attached to the end of the obturator. It was stated this occurred when detaching that end of the obturator from the catheter passer handle. The neurosurgeon either replaced the product or made use of the current passer. There was no injury to the patient. The catheter passer was discarded and there was no specific patient information or lot number provided.